Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the rpms were erratic, the control bar was loose and not in the correct position. The control bar was adjusted, the motor and other worn parts were replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time on an unknown date, the device had a broken blade post, and it needed preventive maintenance. There was no note of patient impact or delay. Due diligence is complete, no further information is available. During product evaluation the motor rpms were erratic. No adverse events were reported as a result of this malfunction.